Event description:
Corrected information; the patient with a bicuspid valve and little leaflet calcification had an annulus perimeter of 88mm, a fused right coronary cusp and left coronary cusp due to calcification, a sinus of valsalva of 34 to 36 mm, and a sinotubular junction measuring 27 mm. Due to these measurements, a 34 mm valve was selected. During inspection of the valve load, no misload was identified. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient. During the alignment check using the hat marker during placement, left anterior oblique view confirmed the device placement. There were no problems with the expansion of the valve after the first placement; however, the commissure alignment measured by the gold marker had not been achieved. The valve was difficult to see with a transthoracic echocardiogram. Angiography rotation was performed which revealed an infold in the valve frame. The 34 mm valve was recaptured and withdrawn from the patient. A 29 mm valve was subsequently implanted in the patient. The mean gradient was noted to be 3 mm hg.

Manufacturer narrative:
Corrected data: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [medtronic] product ID [evolutfx-34] serial/lot [(B)(6)] use by date [2026-08-13] UDI [(B)(4).]. B1: adverse event or product. B5: event description. H6: device codes, eval code method, and img/annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Corrected data: d1. D4. H4. H11. Continuation of d10: product ID {evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on the same day as the implant of the valve, a cerebral infarction occurred. Per the physician, it was determined that the blockage in the left internal carotid artery was not related to the valve because it occurred to the inner membrane of the blood vessel. It was further reported that when the obstruction was confirmed by pathology, it was thought to had been caused by the dcs. The physician reported that the cause of the blockage was due to the insertion of the dcs twice, due to the need for a size change.

Event description:
Additional information was received that the stroke was confirmed by computed tomography after a neurological assessment. Reported symptoms were upper and lower limb paralysis and aphasia, which were noted immediately after awakening from anesthesia. After the thrombectomy, the patient was noted to be recovering. Severe calcification of the patient's native leaflets possibly contributed to the stroke. Additionally, the infold in the valve frame was first noted at the point of no recapture after the initial deployment. The valve was recaptured due to the infold, and a procedural delay occurred. Per the physician, the bicuspid valve and calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implant of this transcatheter bioprosthetic valve, upon awakening from anesthesia, the patient suffer ed from paralysis in the upper right and lower limb. Aphasia was also noted. Angiography revealed a blockage in the left internal carotid artery. The blocking object was subsequently removed during a thrombectomy.